Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect engineering evaluation. The complaint for valve degeneration, deterioration was confirmed based on the provided medical record, but no manufacturing nonconformance was identified during the evaluation. A review of DHR and lot history records did not reveal any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU also revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The patient had a history of hyperlipidemia and bacteremia. It is well known that patients with pre-existing co-morbidities (hyperlipidemia) may increase the risk of developing valve stenosis, leading to valve degeneration overtime. In addition, the presence of bacteria in the bloodstream may lead to infective endocarditis. The formation of vegetation on the valve leaflets can damage the valve tissue and impair valve function (ability to open or close properly during cardiac cycle), leading to regurgitation or stenosis. Both regurgitation and stenosis can contribute to an altered hemodynamic profile, leading to increased pressure gradient across the aortic valve. In this case, available information suggests that patient factors (hyperlipidemia, endocarditis) may have contributed to the reported event.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the reported event was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years and 7 months post valve implant could not be determined but may be related to the patient's co-morbidities (cad, htn) and/or progression of the pre-existing valvular disease process (age [78]). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the edwards territory mgr., this patient was demonstrating elevated gradients during echo follow ups. Upon review of medical records, approximately 5 years and 7 months post implant of a sapien xt valve, an echo (tte) revealed a sapien xt in the aortic position, well seated, with no rocking, a mean gradient of 24mmhg, with an aortic valve area (ava) 1.28cm2 and mild central aortic insufficiency (ai). There was concern for endocarditis due to the aortic regurgitation jet. It was recommended that a transesophageal echocardiogram (tee) be performed. The echo revealed possible stenosis related to right valvular vegetation. There was no evidence of thrombus and due to the patient's history of bacteremia, there is an abnormal regurgitation with possible prolapse of a leaflet with thickened appearance and decreased mobility. It was noted that it may be vegetation but was not confirmed. A mean gradient of 28mmhg, with an ava of 1 cm2, possible prosthetic stenosis. A plan was to schedule for emergent heart catheterization and work up for tavr stenosis. Approximately 6 years and 7 months a valve in valve was performed with a non-edwards tavr valve.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device remains implanted.